Event description:
Initial troponin t result of 0.412 ng/ml. Same sample repeated gave result of <0.010 ng/ml. A different sample from the same patient, drawn at the same time, also recovered <0.010 ng/ml. A new sample was obtained from the same patient. The new sample was tested twice and gave results of <0.010 ng/ml both times. The initial result was reported. Patient not adversely affected. The field service representative determined the cause to be the sipper syringe. The instrument was repaired.